Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 0.8 mmol/l and 9.4 mmol/l within 10 minutes. Caller reported a separate comparison of blood glucose results of 1.2 mmol/l and 10.2 mmol/l within 10 minutes. Caller reported a separate comparison of blood glucose results of 1.2 mmol/l and 10.2 mmol/l within 10 minutes. Caller reported a separate comparison of blood glucose results of lo, which on the system indicates a result of less than 0.6 mmol/l, and 25.2 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because one dosed test strip was returned.